Manufacturer narrative:
Siemens has completed a technical investigation of the reported event. A comparison of topographic and tomographic images of the patient's leg with implanted femoral plate and screws, confirmed the presence of a clear stair artifact crossing from skin to bone in the coronal image only. It was concluded that the root cause of the coronal artifact was caused by unexpected motion of the patient. The operator potentially did not properly position the patient well or the patient moved during scanning. The images were not checked carefully by the physician and the decision to re-operate was based on the artifact images, resulting in misdiagnosis and mistreatment of the patient. The reported somatom scope power system worked as specified. No corrective or preventative action is warranted since the system operated as specified. Corrected data: the initial report was submitted to the FDA under MFR report #3004977335-2019-76179. This was the incorrect manufacturing number. Sections also were populated with the incorrect manufacturing location, name and contact. A corrected report was submitted to the FDA as MFR report #3003202425-2019-76176. The last five digits of this MFR report number were incorrect and should have been 76179. Please reference these reports. The information from these reports has been re-reported into this report to ensure all of the previously reported information is captured under the correct MFR report number. Although this is a supplemental report, it is being submitted as an initial because of the mfg report number correction. Date of event: additional information was received from the customer reporting that the date of event occurred on (B)(6) 2019. Date of report: the date of the initial report (MFR report #3004977335-2019-76179) was march 29, 2019. (B)(4).

Event description:
It was reported to siemens that image artifacts in images obtained from the somatom scope power, resulted in misdiagnosis and mistreatment of a patient. The doctor evaluated the 3d images of the patient who was implanted with a steel femoral plate and determined from those images that both the plate and femur were broken. The patient underwent surgery to address the broken plate and femoral fracture and upon opening the patient, the doctor discovered that the plate and femur were not broken. Although requested, the patient status as of the date of this report is unknown.